Event description:
Surgeon reported he had an incomplete capsulotomy with catalys treatment. During follow up with the account surgeon reported on (B)(6) 2014 that he discovered anterior tear during hydrodissection. It was a very delicate small tear. During rest of the phaco tear caused posterior rupture. Very delicate rupture, no vitreous came into anterior chamber. Vitreous membrane was intact. Patient had no problems one day post-op.

Manufacturer narrative:
(B)(4). Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. He only selected capsulotomy and fragmentation. From the analysis of the system database and the system oct recording there were no system related anomalies found and all operating parameters of the system were found to be within acceptable limits. The surgeon selected custom fitting for posterior cornea, lens posterior, lens anterior and limbus . Analysis of the system oct images showed that the custom fits made by the surgeon for the posterior cornea appears normal. The catalys system performed as design; however the cause(s) of the anterior capsule tear is unknown. The catalys system operator manual contains a warning which states: ¿standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The use of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy.¿ additional request of information with the account have been done however, no information have been received. All pertinent information available to abbott medical optics has been submitted. Placeholder.